Event description:
It was reported that during setup for a demo, the cpu had power but failed to open menu access and failed to show image on elo touch monitor. The investigation found the issue was caused by a dead battery on the computer's motherboard.

Manufacturer narrative:
H10 h3, h6: the device was intended to use in treatment and it was reported that cpu has power but does not fully boot up. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The returned cpu was connected to a system and booted up. When the system booted, it showed that the time was wrong. It appears that the cmos battery on the computer motherboard was dead, causing the bios to reset to all default settings, including setting the time to the time at manufacturing (2013). The malfunction is most probably due to battery failure.